Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 1 (no pressure change when expected) occurred. Customer declined to perform troubleshooting and did not provide any additional information regarding the reported issue. There was no reported impact to customer's blood glucose level.